Manufacturer narrative:
B3: event date is month/year valid. Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh90t01. Serial# (B)(6): product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable pump for spinal pain indications. It was reported that when they did a bolus, the loading screen got to 90% and stopped. It would take a minute to give them their 'dose'. The pt also said that sometimes the handset would give them error with a number and a message like 'call the medical staff,' but the pt couldn't remember the exact message. The pt said the issue started about a week ago. The agent walked the patient through clearing the data. The pt was able to access the app, and they were in lockout for 3 hours. The pt said they were not able to take their bolus earlier because the loading screen got stuck at 90% when they took their bolus. The agent reviewed information. The agent instructed the pt to monitor the issue on their next bolus. The pt said they would call back for further assistance. On (B)(6) 2026, the patient called back and rep orted that they were supposed to get a new handset because the battery was drained every time they used it. The patient said they were in a lot of pain and needed their device. Additional information received from the patient indicated that they did received the r eplacement handset.